Event description:
Healthcare professional (hcp) reports a fiber leak noted after 117 minutes of the pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 10 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.